Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter has a battery indicator message. The complaint was classified based on the customer service representative (csr) documentation and recorded phone conversation. The patient tests her blood glucose 8-10 times a day and manages her diabetes with pills, diet and exercise. The patient stated that the battery indicator issue occurred about three months ago and sometime after the meter issue, the patient reportedly developed symptoms of sweaty, fast heartbeat, lightheaded, dizzy and shaky. It was not known if the patient obtained any other readings on the subject meter. The patient then stated that she used her friend's meter (around the same time) and the results was "62 mg/dl." As a result of the reported symptoms, she called her healthcare professional (hcp_ and was reportedly advised,"to not panic and take some orange juice." There was no other medical treatment mentioned at this time. This was not a new out of box product and there was no meter trauma. The battery was replaced according to the owner manual's instructions. This complaint is being reported because the patient claimed that she developed symptoms suggestive of hypoglycemia after the reported meter issue started. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.